Manufacturer narrative:
The referenced abdominal wall abscess was initially reported under medwatch MFR. Report # 2916596-2016-00894. (B)(4). Approximate age of device ¿ 1 year and 2 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Approximately 2 months post-implant, the patient developed an abdominal wall abscess and positive cultures and underwent debridement. At that time, the patient¿s driveline and the lvad were visualized to communicate with the abdominal wall abscess. The patient was treated with IV antibiotics and wound vacuum therapy, and has since been on suppressive antibiotic therapy. On an unspecified date, the patient presented to their local community hospital and was subsequently transferred with fevers and leukocytosis to the implanting facility. The patient was found to have bacteremia with methicillin-susceptible staphylococcus aureus and was treated with IV antibiotics. On an unspecified date, a transesophageal echocardiogram showed vegetation on the pacemaker leads. The patient underwent extraction of the ICD system and a temporary pacemaker wire was placed. The physician reported that the temporary pacemaker wire had been in place for over 33 days (as of (B)(6) 2017) which subjected the patient to a significant risk of developing bacteremia. After the ICD system was removed, a repeat echocardiogram showed vegetation on the tricuspid valve. At this time, based on the patient¿s lvad being in direct communication with the abdominal wall abscess, it was reported that the lvad and the pump pocket were infected. On (B)(6) 2017, the patient¿s pump was exchanged.

Manufacturer narrative:
Corrected information. It was initially reported that the device would be returned for evaluation. It was subsequently reported that the pump would not be returned. Device evaluation: a correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.